Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it door was failed. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 6 was failed. The field service engineer (fse) shut down the station and cleaned, crimped, and lubricated all latches with conductive grease. The fse ran the hardware test application (hta) and passed successfully. The pharmacy technician completed an inventory of the medications in the door, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it door was failed. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event